Event description:
Freestyle libre 3 plus sensors are giving low blood glucose readings, while finger pricks are giving higher readings. Sensors have been recalled in the past, but currently available lots are still defective. Patient states the last 7 sensors he has used are giving artificially low readings, resulting in him having to call emergency services. Pt: 1905. Device: 1535, 4051. Ref: mw5187597, mw5187598, mw5187600, mw5187601, mw5187602, mw5187603.